Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿ ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to having non-st elevated myocardial infarction/cardiogenic shock. While on support, it was found that the patient had a ruptured mitral cord. Staff believed that the impella could be a factor to the rupture due to the impella's position being deep in the left ventricle.

Manufacturer narrative:
The investigation for the reported heart valve damage and positioning issue has been completed. The impella device was not returned for evaluation. Clinical details provided were sufficient to determine the root cause of the positioning issue. The root cause of the positioning issue was most likely patient movement, as the pump was found to be seated deep during echo which was performed after the patient was transferred. However, there was not enough details to determine the root cause of the vascular damage. Therefore, the root cause of the heart valve damage issue was not determined. Added- b1 selected product problem, h6 problem code 3009, h6 component code 925 h6-updated model number.